Manufacturer narrative:
The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (lower infusion) during therapy "after a bag near empty alert". It was also reported that the device had been programmed to deliver levaphed (norepinephrine) at a rate of 46 ml per hour. The pump went into a kvo (keep vein open) rate of 1ml/hr and the patients blood pressure (bp) started to decrease (blood pressure readings not available), the IV bag was changed and the infusion rate was reprogrammed to 46ml/hr (infusion rate before it went into kvo). It was also reported the patients bp stabilized, the therapy was continued and there was no patient injury or medical intervention. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.